Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37537 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed. It was observed that the balloon was bent. Visual inspection of the shaft segment showed a kink/twist approximately 15.75 inches from the tip. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for six applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50032 indicating a mechanical component error. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the shaft segment, two kinks on guide wire lumen were observed at 0.844 inches and 1.158 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a pin size hole on the surface of the inner balloon, a kink/twist on the shaft, and a guidewire lumen kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice occurred. Additionally, it was difficult to position the balloon catheter into the upper left vein. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.